Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device would not lock with mating device during knee procedure. Another device was used to complete the surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). Visual examination of the returned product shows that the dovetail feature is compressed and flared and exhibits signs of use (nicked or gouged). Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona the personalized knee solution surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.